Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01481 , 0001825034 - 2018 - 01482 . Medical devices: 154719 oxf uni tib tray sza rm/ll PMA lot 629010; 159576 oxf anat brg rt md size 4 PMA lot 622590. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study (B)(6) reported as part of a clinical study that a patient underwent an initial knee procedure on (B)(6) 2014. During postoperative appointment on (B)(6) 2015 the patient reported experiencing pain which interfered with usual work, some problems walking, performing usual activities, trouble getting in and out of car, limping all of time, extremely difficult to kneel, moderately difficult to shop and walk down stairs. Also during a 1 year follow up appointment the patient reported experiencing problems performing usual activities, moderate pain and extreme difficult kneeling.attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will be reported on 3002806535 - 2018 - 00561.